Manufacturer narrative:
A good faith effort attempt confirmed there was no sound coming from the device. The following functional tests were performed: the philips field service engineer (fse) checked the device and determined the speaker is defective and required replacement. He replaced the defective speaker and tested and verified the unit is working to its specification. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#:(B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the intellivue x3 monitor was presented with a speaker malfunction error message. The device was not in use in use on a patient. There was no report of patient or user harm.